Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient was mowing his lawn when he began to feel unwell. He came inside to drink some water, gatorade, and 7-up. The patient suspected his cgm was reading inaccurately and tested his bg meter reading. The cgm readings were reportedly inaccurate, however, the specific cgm and bg meter readings could not be recalled. The patient was wearing an omnipod insulin pump. The patient then vomited and lost consciousness. The patient¿s roommate called emergency medical services (ems). The patient could not recall what occurred once ems arrived and if any medication or treatment was provided to him. He was transported to the emergency room (ER). It was not specified when the patient regained consciousness during this event. The patient was admitted and discharged home 5 days later, on (B)(6) 2025. The patient was ¿doing fine and okay¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.